Manufacturer narrative:
This is a combination product. (B)(4). Received pictures shows two x-rays and the labels of the product. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on medical: revision ¿ loosening and bone resorption was recorded on the batch since ever, and one other complaint on medical: revision ¿ loosening and bone resorption was recorded on the reference (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a surgeon had implanted this initial persona primary knee (cr / mc combination) together with 1x optipac 40 refobacin bone cement - on (B)(6) 2019 into this patient. However, the implants were revised on (B)(6) 2021 at about 16h45 - at (B)(6) hospital. And was replaced with the nexgen lcck system. Intra-operatively, while revising the components - the bone cement was visually still perfectly intact and very strongly attached to both prostheses. However, both persona components were loosened from the bone, with no bondage interface to the bone. The surgeons could offer no explanation to the loosening, but could not rule out possible allergic reaction from the patient on a physiological level. The patient¿s bone seemed to have resorbed at the interface level on visual inspection. And it was also noted that the bone quality underneath the removed prostheses seemed to be very sclerotic indeed, especially on the femoral side. Upon intra-operative visual inspection and according to prior blood tests before the revision had suggested & shown no infection markers. Implant failure cannot be explained by the surgeon at this stage. And the theory of a potential infection shortly after the primary knee implantation in 2019 could not be ruled out; however, it could not be confirmed. Although, recent tests have shown no infection markers. No other adverse consequence has been reported related to this event.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign, health professional - event occurred in (B)(6). This is a combination product list of associated devices: femur cr, cemented, left 9, standard, reference 42-5026-066-01 and lot no. 64193285; tibia, cemented, left, size f, reference 42-5320-075-01 and lot no. 64111819; articular surface mc, 10mm (tib. Ef, fem. Cr 8-11) reference 42-5121-008-10 and lot no. 63949882. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a surgeon had implanted this initial persona primary knee (cr / mc combination) together with 1x optipac 40 refobacin bone cement - on (B)(6) 2019 into this patient. However, the implants were revised on (B)(6) 2021 at about 16h45 - at (B)(6) hospital. And was replaced with the nexgen lcck system. Intra-operatively, while revising the components - the bone cement was visually still perfectly intact and very strongly attached to both prostheses. However, both persona components were loosened from the bone, with no bondage interface to the bone. The surgeons could offer no explanation to the loosening, but could not rule out possible allergic reaction from the patient on a physiological level, only as speculation? The patient¿s bone seemed to have resorbed at the interface level on visual inspection? And it was also noted that the bone quality underneath the removed prostheses ¿ seemed to be very sclerotic indeed, especially on the femoral side. Upon intra-operative visual inspection and according to prior blood tests before the revision - had suggested & shown no infection markers. For reference purposes: a post-operative x-ray a few months after the primary implantation taken on (B)(6) 2019. As well as a more recent post-operative x-ray on (B)(6) 2021 - which clearly show the components¿ loosening. Implant failure cannot be explained by the surgeon at this stage. And the theory of a potential infection shortly after the primary knee implantation in 2019 could not be ruled out / however, it could not be confirmed? Although, recent tests have shown no infection markers.